Manufacturer narrative:
Method: review of manufacturing records was performed. Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions: device is part of several implanted components that comprise a pacing system. Another device, the adapter (extender) caused the failure. This lead remains implanted.

Event description:
Boston scientific rec'd information that this right ventricular (rv) lead exhibited rising impedence and noise. It is believed that the extender (adapter) used on this lead had fractured. The extender (adapter) was explanted and successfully replaced. This lead remains implanted. Updated information rec'd (B)(6) 2011: the device was explanted as a precautionary measure and this lead was re-used on a newly implanted device. To date, there have been no adverse pt effects reported. Updated information rec'd (B)(6) 2011: the extender was explanted and successfully replaced. This lead remains implanted.